Event description:
Reporter alleged obtaining discrepant blood glucose values of 417 mg/dl back to back with a result of about 120 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated at a different time other comparative tests of 414 mg/dl and 127 mg/dl were performed back to back with a result of 118 mg/dl within 10 minutes on the same system. Reporter also stated had another comparative test of 64 mg/dl performed back to back with a result of 101 mg/dl within 10 minutes on the same system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. A request was made for the return of the suspect device and replacement product was sent.